Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient woke up this morning with tremors and when they read the device it said eos (end of service). It was also reported that the hcp saw an indication of lost settings at the last appointment. No further complications were reported as a result of this event.